Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vein in the left forearm. A 6.0mmx60mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 6mm from the tip and is approximately 66mm long. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vein in the left forearm. A 6.0mmx60mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post-procedure.